Event description:
It was reported that the rotawire became stuck with the burr. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, a 1.50mm rotaburr was used successfully for ablation and a 2.00mm rotaburr was used after. However, during the ablation, it was noted that the rotawire became stuck with the burr. Also, the burr could not be moved forward and backward. The burr was removed together with the rotawire. The procedure was completed with this device. No patient complications were reported. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, burr, and coil were microscopically and visually examined. Microscopic and visual inspection of the device presented no damage or irregularities. The rotawire used in the procedure was returned inside the rotablator device. The rotawire was able to be removed with no issues or resistance. Inspection of the remainder of the device presented no other damage or irregularities.